Event description:
It was reported that the device had displayed end of life message. Patient is receiving adequate therapy. Patient did have an unrelated procedure and prior to the procedure the device was placed in surgery mode. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Event date: date of the event is estimated.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.